Event description:
It was reported that the caller experienced a time discrepancy issue with their pump settings. There was no adverse impact to the customer¿s blood glucose level, as readings did not go above 500 mg/dl or below 54 mg/dl. Customer support assisted the caller in updating the pump time and advised monitoring for any future discrepancies. The caller understood and acknowledged the instructions provided.